Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 31mm amplatzer amulet left atrial appendage (laa) occluder was successfully implanted. It was noted via transesophageal echocardiogram immediately post-implant, that the patient had developed a pericardial effusion that led to cardiac tamponade. The decision was made to perform an emergent pericardiocentesis, but there was a significant blood loss. The patient then underwent an open sternotomy/thoracotomy to stop blood loss. It was noted that the patient had a tear in the left atrial appendage (laa). The decision was made to address the laa tear with a non-abbott clip device. During the repair of the laa, a spontaneous tear along patient's pulmonary artery was noted. It was noted that the amulet device was explanted. There was significant blood loss and after multiple resuscitative attempts the patient could not be taken off the pump and was pronounced dead.

Event description:
Subsequent to the previously filed report, additional information was received that the 31mm amplatzer amulet left atrial appendage (laa) occluder had been implanted using a 14f amplatzer steerable delivery sheath. The patient was noted as being stable prior to the implant of the amplatzer amulet occluder. The tear in the patient's laa was thought to have been caused by the amplatzer amulet occluder. The spontaneous tear in the patient's pulmonary artery is believed to have been caused by trauma from the anchors on the 31mm amplatzer amulet occluder. The 31mm amplatzer amulet occluder was never noted to have completely been retracted into the delivery system. There was no noted difficulty implanting the amplatzer amulet occluder and no manipulations of the device during procedure. It was noted that the patient had been administered heparin and had a minimum and maximum activated clotting time of 309 and seconds. The pericardial effusion/cardiac tamponade was noted as being circumferential to the pericardium. The cause of the pericardial effusion/cardiac tamponade is believed to have arose from the amplatzer amulet occluder causing the laa tear and pulmonary artery injury. It was noted that a transfusion had been required/performed due to the significant blood loss. The patient passed away on (B)(6) 2022. The cause of death is believed to be from cardiogenic shock from massive blood loss from cardiac trauma.

Manufacturer narrative:
An event of patient death, pericardial effusion, and tamponade was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated there was no difficulty implanting the device and that there were not multiple manipulations of the device or sheath during the procedure which could have contributed to the event. It was indicated that the pericardial effusion was due to a tear in the left atrial appendage, which was believe to be caused by the stabilization wires of the amulet device puncturing the left atrial appendage. There is no indication of a product quality issue with regards to manufacture, design, or labeling. B2: date of death corrected.